Event description:
Per the clinic, it was reported that the electrode array was inadvertently damaged and pulled from the cochlea and into the mastoidectomy radical cavity, during a cleaning procedure. It is unknown if there are currently plans to explant the device, as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017, due to an infection of the radical cavity.